Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was freezing and had to be rebooted in order to alleviate the problem. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015 device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged pump freezing issue was not duplicated. Review of black box data did not find any atypical use. Using the return caps, the pump powered up to the display with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Audio and normal bolus delivery exercises were completed and recorded correctly. Removal of the pump casing did not find any anomalies inside the pump. Unrelated to the complaint, it was observed that the display was dim and discolored. The bolus button cover was found to be torn while the button responded properly.